Manufacturer narrative:
Concomitant product(s): a 694958 lead, implanted: (B)(6)2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an occasional p-wave under and oversensing during arrhythmias. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.